Event description:
A customer obtained an erroneously high troponin (accu tni) result of 6.92ng/ml for one patient. Upon repeat testing, a result of 0.02ng/ml was obtained. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin pst tube and was centrifuged at 3,600 rpms for 10 minutes. The sample tube had the proper fill volume and a normal appearance. Qc was within specifications prior to and after the event. A system check performed on 12/27/09 passed. There were no errors in the event log or flags associated with the erroneous result. A field service engineer (fse) was dispatched: the fse performed a system check and a 50 repetition precision run; both tests met specifications. No hardware issues were noted. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.